Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed a battery indicator. The complaint was classified based on information obtained in a follow-up call made by medical surveillance (ms). The patient reported that on (B)(6) 2014, in the afternoon, the subject meter displayed a battery indicator which prevented her from testing with the device. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and confirmed to ms that she did not take any action with regards to her diabetes management regime in response to the meter issue. The patient claimed that ¿around an hour¿ after the battery indicator issue occurred she developed symptoms of feeling ¿dizzy¿ and ¿sweaty¿, which she associated with ¿having low blood sugar¿. At the time of the symptoms, the patient claimed she obtained a result of ¿67mg/dl¿ on a contour breeze meter. The patient detailed that she consumed ¿candy¿ at the time of her symptoms developing and that her symptoms abated ¿30 minutes¿ later. During troubleshooting, the customer care advocate (cca) noted that the battery did not need to be replaced and there was no apparent misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.